Event description:
Reporter said she was told she would throw away her glasses once she had the lasik surgery. This came at a time she was dealing with her (B)(6) year old mother and (B)(6) y/o brother. She said her situation caused terrible consequences for her family. The pain was unbearable to the extent she became depressed. She said she couldn't tolerate sunlight, cannot make decisions and she became forgetful. She said she stopped driving because she does not have the confidence anymore. She said the dr asked her if she knew she had a bump on her eyes. She said "no". Dr told her the bumps on the corner of her eyes are fuchs corneal dystrophy. He said that she would need corneal transplant.